Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was that the device¿s gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service.

Event description:
The distributor in (B)(4) reported that following running the extended system tests on the device, the device audibly & visually alarmed "extended nigh peak pressure". There was no patient involvement reported.

Manufacturer narrative:
Corrected data: should not have been selected in the initial medwatch report.

Manufacturer narrative:
Failure analysis: avea gas delivery engine (gde) pn: 16222 s/n (B)(4) was received into the carefusion failure analysis lab for investigation. The gas delivery engine (gde) was received with physical damage to the rear bezel assembly. The gas delivery engine (gde) was powered on and immediately the gas delivery engine (gde) gave the extended high ppeak pressure alarm with stop in ventilation. Isolated the issue to the inspiratory pressure transducer pn: 68359 on tca pcba pn: 51000-40310 sn: (B)(4). The a/d counts for the transducer read 2 counts and would not change with added pressure. Findings/root-cause: defective inspiratory pressure transducer on the tca pcba.